Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed during priming of the device for peritoneal dialysis therapy. The leak was identified when the tubing was connected with the solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported condition. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.